Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 41.9 mmol/l, diabetic ketoacidosis, disorientation, and dehydration. She was disconnected from the infusion device and treated with IV insulin. Her physician asked for the infusion device to be evaluated due to the adverse event. The alleged product was requested for evaluation.